Event description:
Patient was implanted with lcp straight wrist plate construct on (B)(6) 2012. It was reported by the surgeon that a hardware removal would take place on (B)(6) 2012. The hardware removal is part of the pre-determined treatment plan when the patient is healed. Patient is reportedly healed, but surgeon has determined that the plate has broken. It was reported the plate broke over the center holes of the plate. Patient was returned to the o.r. On (B)(6) 2012 and the surgeon removed the broken plate and eight screws. Reportedly the implant was in place for 11 weeks before breaking.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the raw material and device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The material of the plate is consistent with other fusion plates manufactured by synthes. The plate geometry is also comparable to other wrist fusion plates manufactured by synthes. The details of the procedure are unknown and an exact cause can not be determined. The risk analysis could not be located and a new risk analysis is being created to capture this complaint event.